Manufacturer narrative:
Corrected data:) b5- in initial MDR statement "the patient was given an rx for alphagan" is not applicable. The "rx" is reference to eyeglass prescription provided by the optometrist. Patient is concurrently taking alphagan ou qhs. H6: patient code 3191: residual refraction error. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -8.50/1.0/067 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Reportedly "patient is unhappy with her vision." Patient was given an rx of alphagan p ou qhs. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.